Event description:
Health professional reported a lap-band port "leak." The surgeon had an upper gi and a cat scan done which showed no leakage. The surgeon plans to perform a port removal and replacement. The serial number was not available but will be given at a later date. Additional information provided by the health professional noted the port has now been explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."